Event description:
Caller reported that a cartridge was damaged, specifically at the pigtail, though the cause of damage was not known. There was no adverse impact on the customer's blood glucose level as it did not exceed dangerous levels. The customer was able to change the cartridge and successfully resume insulin therapy. Technical support arranged for a replacement cartridge to be sent through RMA, and the customer also requested and understood the need for an infusion set replacement.